Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient developed symptoms of inflammation, swelling, and pain under the entire sensor patch area. The patient consulted with a doctor regarding the skin reaction and received a prescription for the oral antibiotic co-amoxiclavulanic (625mg) to take twice a day for five days. At the time of the report, the patient was doing well and reported that the reaction was getting better. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).